Manufacturer narrative:
Concomitant medical device: dtba1d4 device, implanted: (B)(6) 2014; 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture and a small insulation defect, or breach, which was repaired by the physician. The lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.